Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
During device extraction after completing the procedure, the physician noticed a possible esophageal tear. After inserting the endoscope for the normal post-procedure check, a small tear was confirmed, approx 3 cm above the highest fastener placement. No air was seen in the chest x-ray, no contrast seen in the follow-up cat scan, and there was no evidence of extravasation. The pt was kept beyond the normal procedural hospital stay for an additional three days for observation. The pt recovered normally and was released.

Event description:
Customer reports the use by date on the aviva test strip vial as 09/30/2010. Manufacturer's batch record confirmed the actual use by date to be 09/30/2009. No adverse event reported. Requested return of suspect device and replacement was sent.

Event description:
It was reported to boston scientific corporation that a wallstent covered biliary endoprosthesis was used during a stenting procedure within the common bile duct on (B)(6), 2010. According to the complainant, while trying to deploy the stent at the stenosis location, the system failed and snapping noise was heard. The physician did not have to reconstrain the stent because it had not been deployed. The device was removed from the patient, and although there was no visible damage to the working length, it was reported that the deployment system had broken. The physician was able to use another of the same device to successfully complete the procedure. It was noted that the patient's anatomy was not tortuous, and the stenosis was not predilated. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. This event has been deemed a reportable event based on the investigation results- the outer sheath broke and separated in two.